Event description:
As reported, a (B)(6) male pt was admitted for carotid intervention. The lesion was described as moderately calcified and tortuous with a 90% stenosis. An angioguard was deployed beyond the lesion. A precise stent was then "misplaced" in the proximal part of the lesion. While attempting to implant a second stent distal to the initial stent it became caught on a stent strut of the initial stent. The initial stent was not damaged, but as the physician tried to advance the stent distally, the stent began to release from the stent delivery system. The second stent was withdrawn from the pt. A third stent was successfully implanted without difficulty. There was no reported pt injury.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2009-00919. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. With the amount of info available and without the return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.